Event description:
It was reported that the right ventricle lead exhibited noise. No intervention was performed.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014. Further information was requested but not received.

Event description:
New information notes that the right ventricular lead noise is reoccurring and resulting in over-sensing. No intervention was performed. The patient was in stable condition and would be further monitored.